Manufacturer narrative:
The investigation concluded that lower than expected vitros tsh results were obtained from a single patient sample tested on a vitros 5600 system when compared to a non-vitros siemens tsh method. The most likely assignable cause is an unknown sample interferent that affects the vitros tsh assay, but not the non-vitros siemens tsh assay. For investigative purposes only, serial dilutions of the sample generated a vitros tsh result that was concordant to the siemens tsh result. In addition, the customer stated the patient is taking biotin supplements, although the dosage of biotin taken was not provided. In july 2018, ortho issued a customer communication (cl2018-149) to alert customers that biased results may occur for specific vitros immunodiagnostic products (microwell assays) at biotin concentrations which are lower than indicated in the current instructions for use (IFU). For the vitros tsh assay, a negative bias may be observed (= 10% bias) in samples with a biotin concentration of 5 ng/ml (0.5 ¿g/dl). Therefore, it is possible that biotin in the sample is a potential interfering substance and cannot be ruled out as contributing to the event. Historical vitros tsh quality control results were acceptable regarding the accuracy and precision, indicating vitros tsh reagent lot 6610 was performing as intended on the vitros 5600 system. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6610. (B)(4).

Event description:
A customer reported lower than expected vitros tsh results obtained from a single patient sample tested on a vitros 5600 system when compared to a non-vitros siemens tsh method. Patient sample tsh results of 1.54 and 1.70 miu/l vs. The expected result of 27.33 miu/l biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower-than-expected vitros tsh results were reported outside of the laboratory, however, no treatment was altered, initiated or stopped based upon the reported results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint (B)(4).